Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began approx 30 days prior to contacting lfs. The cca documented that the pt manages her diabetes with a combination of diabetes medications (actos, glyburide, and metformin). The pt confirmed that the alleged product issue did not cause her to change her usual diabetes management. At an unspecified time on (B) (6) 2010, the pt claimed that she became "shaky with low blood sugar symptoms." It is not known if the pt was able to test her blood glucose on any meter at the onset of her symptoms. The pt did not report receiving any acute medical treatment as a result of the reported meter power issue. During the troubleshooting session, the cca documented that the reported meter would not power on when the power button was pressed or when a correct test strip was inserted into the meter. The cca also verified that the meter did not require a new battery replacement per the owner's manual recommendation. Replacement meter and supplies were sent to the pt. This complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.